Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient is very light sensitive in the left eye post lasik. Patient can't keep eyes open. Patient has been wearing a baseball hat and sunglasses all day long. Topical steroid dosage was increased. Upon follow up, punctual plugs were inserted into the lower lids. Topical steroid was prescribed every 2 hours and will be tapered slowly. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.